Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while viewing the patient's chart, the field representative noted that the left ventricular (lv) lead had dislodged shortly after implant and was explanted during a revision procedure. A new competive lv lead was successfully implanted at that time. No adverse patient effects were reported.